Event description:
It was reported that a pump declared an altitude alarm 21. The customer's blood glucose level was 7.0 mmol/l, which was within the normal range. Customer reverted to using multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.